Event description:
The hospital reported that during preparation for a saphenous vein harvesting procedure, the image on the endoscopy was cloudy. The procedure was completed with an open leg technique. The hospital did not report any other pt complications.